Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that they cannot set the oxygen (o2) on the ventilator. The ventilator was not in use on a patient at the time of the event occurred.